Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2010; patient 1; inratio 1.1; lab 1.7. 09/10/2010; 2; 1.2; 3.2. No patient information provided.

Manufacturer narrative:
Investigation pending.